Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, the device was found to have a cracked right plunger. During functional testing, the reported issue was confirmed during flow test. The pump history log always revealed there was a check clutch/plunger lever error in the alarm history. The plunger cable was not installed properly in the case and the pump did not have a cable guard. The position pot and cable guard were replaced to resolve the issue confirmed during functional testing. As preventative maintenance, the right plunger was replaced due to physical damage. Following all part replacements, functional testing was performed and the device passed. It was concluded that the root cause was caused by the customer's incorrect assembly of the plunger cable. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Additional information: d10, h3, h6, g1 and h10 this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the smiths medical medfusion syringe infusion pump had a "broken potentiometer and clutch sensor". No patient involvement.